Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the device was suspended but it was not responding. Alarm did not occur after moisture exposure and buttons were not pressed for 3 minutes or longer. Blood glucose value is 212 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, battery tube threads and reservoir tube lip.